Event description:
The customer reported that the slider switch on handset broke off. There was no patient injury and nothing fell into the patient cavity. Another handset was used to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.